Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance and the device was beeping as a result. It was noted that there was an out-of-range impedance alert. Boston scientific technical services (ts) reviewed the device reports and found that there was a signal artifact monitoring (sam) episode and an atrial tachy response (atr) episode. It was noted that both episodes were due to minute ventilation (mv) noise that was oversensed. Ts noted that they did not observe any lead noise. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).